Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during the implant procedure, the lead's helix spontaneously extended. The helix was retracted several times, but the event would repeat. The connector portion was not touched during lead operation. The lead was replaced. The patient was stable.